Event description:
No harm to patient. Broviac line saline locked and rn went to go flush gentamycin for gent lock due to infection. When rn went to flush gent, leak noted and fluid leaking out of cathether (on the outside of the dressing and distal to the clamp).